Manufacturer narrative:
(B)(4) = batch number. Damaged articulation gear teeth. Evaluation summary: the analysis showed that the device was rec'd with the articulation mechanism damaged and with no cartridge present. The returned device was tested for functionality with a test cartridge on the left position and the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specification. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unk procedure, the device broke. A new device was used to complete the procedure. There was no pt consequence.